Event description:
It was reported at the moment the guide was being inserted, it was felt a resistance although it was confirmed the needle was inside patient's vein already in the catheter insertion it was found difficult to advance it, and although it was observed through site rite 8 there was no internal ECG signal. It was observed blood reflow and then the stylet was removed, which is observed to be fractured in two points. When the components was entirely reviewed, it was concluded it's whole, and there are no evidences of detachment of fractured parts.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refq2187 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported at the moment the guide was being inserted, it was felt a resistance although it was confirmed the needle was inside patient's vein already in the catheter insertion it was found difficult to advance it, and although it was observed through site rite 8 there was no internal ECG signal. It was observed blood reflow and then the stylet was removed, which is observed to be fractured in two points. When the components was entirely reviewed, it was concluded it's whole, and there are no evidences of detachment of fractured parts. Additional information received: ¿ other than the delay in the procedure, has there been any harm to the patient/healthcare professional? (Detail) a: there was no harm to the patient or the staff who performed the procedure ¿ was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, medication administration, etc.)? (Detail) a: it did not require medical intervention or medication. ¿ could you confirm if the resistance during insertion was with the guidewire itself, or was it with the stylet? A: once the venous access has been channeled, the guide is advanced without difficulty until the mark it has, later when introducing the catheter with the stylet after advancing several centimeters there is resistance and when viewing the navigation, the resistance seemed to be at the level of the chest not arm.

Manufacturer narrative:
Information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kinked stylet is confirmed but the exact cause remains unknown. Three photo samples of a 3cg stylet were provided for evaluation. The first two images show the distal end of the stylet. Two sharp kinks forming an l shape are observed to be present. No apparent evidence of a break or fracture of the device is noted from the images. The third image shows the product packaging which indicates lot: refq2187. Based on the condition of the sample shown in the images, possible contributing include advancement or retraction of the stylet against resistance during use. Since multiple kinks were noted on the device, the complaint is confirmed but the exact factors remain unknown. H3 other text : evaluation findings are in section h.11.